Manufacturer narrative:
This event is being recorded under (B)(4) the device will be returned for analysis an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during inspection the unit won't ratchet. The ratchet handle was unable to perform the up and down motion and was unable to advance the carrier. No patient involvement. Diligence is complete.